Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. Reportedly, the pump was emitting call service 069 alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up # 1 date of submission 8/16/2017. Device evaluation: the device has been returned and evaluated by product analysis on 7/19/2017 with the following findings: a review of the pump¿s black box history revealed cs 064, cs 054 and cs 052 call service alarm. This initial complaint was confirmed during the investigation. The investigation replicated the complaint consistently during; the motor was faulty. A test motor was functional in the pump. The battery cap and cartridge cap were not returned with the pump and test caps therefore they could not be tested.